Event description:
Product was a kiwi complete vacuum delivery system with palm pump. Kiwi placed on babe's head, suction applied, and head was delivered. Dr (B)(6) attempted to release suction go to remove the kiwi and it would not release. Dr (B)(6) noted babe to have a nuchal cord so reduced that and delivered the babe prior to then attempting to remove the kiwi again. Babe had 29 seconds of suction. Nurse who assisted in the babe's hair more that the suction was still applied. Lot 130239 or 121009 not sure which.